Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2012-inratio (original) inr=7.5, inratio 2 inr=6.1; (B)(6) 2012-inratio (original) inr=6.2, inratio 2 inr=3.8. Tests performed within 15 min. Of each other. Different finger used for each test. Caller did not have patient's information.

Manufacturer narrative:
The 510k number listed is for the inratio (original); the 510k number for the inratio2 is k072727. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(4) 2012, inratio: 7.5, inratio: 6.1, mean: *, sd: *, %cv: *, result: *; (B)(4) 2012, 6.2, 3.8, 5.0, 1.70, 33.94, fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. No strip lot information provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. No lab reference testing has been reported. Root cause could not be determined. No strip lot information was available and no product was expected to be returned, further investigation for product performance could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.